Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4.0lbs due to a faulty force sensor resistor. The pump had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during manual prime. Customer's blood glucose was not stable. Customer was disconnected during prime. The pump piston continued to move forward after the reservoir contact and insulin squirted out. Customer stated that no numbers appeared on the screen and no beeps were heard. Customer stated that leaving prime was not possible. Customer tried with a different infusion set. The pump was not dropped, bumped, or exposed to water. Customer stated that the drive support cap does not appear damaged. Customer was asked verbally and in written form to return the pump for analysis.